Event description:
The disposable secure flow balloon infuser failed to completely discharge the full dose of medication in the proper time. The balloon should have influenced in 46 hrs. The pt returned in 48 hours and the infuser still had drug left in the infuser.